Event description:
It was reported that the patients ipg required more charging. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.